Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Purpose for mesh implantation: genuine stress urinary incontinence, prior cicatrix. Underwent uretex urethral sling procedure, urinary cystoscopy for genuine stress urinary incontinence under general anesthesia. Alleged complications post device implant: atrophy, stress urinary incontinence, moderate urgency, slightly difficult to emptying bladder, urine leakage related to coughing, or sneezing, sometime feel pain during sex, sometimes incontinence of urine with sexual activity, mixed incontinence, mild urinary retention, frequency, urethral erosion of retropubic sling. On (B)(6) 2011, underwent mesh revision surgery, sling revision with complete resection of the vaginal portion of the mesh sling, and cystoscopy for urinary retention, straining to void, prior placement of a uretex mesh suburethral sling under laryngeal mask anesthesia.